Event description:
New information received notes that the post-paced t-wave oversensing recurred. Further programming changes were recommended and will be discussed with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that another instance of non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were made.

Event description:
It was reported that non-sustained lead noise due to t-wave oversensing was observed via remote transmission. Patient was asymptomatic. The device was reprogrammed and remains implanted. Patient condition was good.